Event description:
It was reported by (B) (4) sales representative that a 3000, 21mm valve was explanted on (B) (6)2010 after a 65.27 month implant duration due to unknown reason(s). The valve is available for return. It will be kept in the lab department for 30 days. Send return kit to: (B) (4) " cvors, at (B) (6) hospital. No additional information is available at this time. (B) (6)2010 call to (B) (4) from (B) (6) at (B) (6) hospital re: she has device to return does not know the complaint number, but she will write patient's info. On (B) (6). Patient asked her if she could get the report as to why the valve was explanted. Advised patient to see her surgeon. Surgeon will receive a full evaluation report from edwards. (B) (4) also requested an operative report, pathology report, echo, etc.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area leaflets 1 and 2. Calcification is moderate in the free margins of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. A tear is detected at the free margin of leaflet 3 at commissure 3 measures to approximately 2mm; calcification is noted at the tear region. Minimal host tissue overgrowth encroached onto the tissue, at both aspect, and into the orifice by at the greatest point by approximately 2-4mm. Host tissue is moderate to heavy at the stent inflow and stent outflow. The wireform is exposed at the outflow. The x-ray demonstrates calcification.

Manufacturer narrative:
Device evaluation anticipated, but has not yet begun.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales rep. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Catalog number - not indicated.originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.